Event description:
It was reported that about 11 days after the implant procedure, the patient had initially been feeling good, but recently had not been. The device indicated ventricular pacing was about 20% ineffective and the vector express results were questioned because the right atrial lead was oversensing far-field r waves. The lead sensitivity was reprogrammed to address the oversensing - and it was discussed this may also improve the vector express execution. The device and lead remain in use. No further patient complications have been reported as a result of this event.